Manufacturer narrative:
This lot was manufactured june 17, 2017 - june 19, 2017. The device was received for evaluation. Visual inspection with the naked eye revealed a ruptured bladder. Microscopic examination did not identify any abnormalities that could have contributed to the reported condition. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling using a syringe. There was no patient involvement. No additional information is available.